Event description:
It was reported that the pressure tubing in the arterial line "fell apart" directly after insertion. "Within a minute of insertion, the line on the patient side where it hooks into the needless vamp came out. This left about 10 inches of line and a straight shot for blood to come out. This event was quickly corrected and no harm came to the patient since hospital personnel were in the room."

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. The complaint could not be confirmed without a product return. A review of the manufacturing records indicated that the product met specifications upon release. No actions will be taken at this time.